Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple insulin pump error alarm. Customer's blood glucose level was unknown. The insulin pump restarted and once my sensor reconnected and turned auto mode back on, it has yet to go back into auto mode, the auto mode readiness says active insulin updating. The insulin pump will not be returned for analysis.